Event description:
It was reported that an unspecified bd intima ii catheter was damaged. The following information was provided by the initial reporter: "the needle head of vein indwelling needle was found to be broken during puncture, and the patient was immediately replaced with a new indwelling needle without causing other adverse effects on the patient."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd intima ii catheter was damaged. The following information was provided by the initial reporter: "the needle head of vein indwelling needle was found to be broken during puncture, and the patient was immediately replaced with a new indwelling needle without causing other adverse effects on the patient."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.